Event description:
At disconnection following crrt treatment, the male luer tip from the cartridge pt blood line connector broke off in the pt's catheter female connector. No problem was reported when the same blood line luer connector was initially disconnected from the priming spike during setup of the cartridge. Pt was discontinuing treatment at that time for a previously scheduled catheter replacement. The catheter was replaced. No other medical intervention was reported.

Manufacturer narrative:
No investigation is possible without the returned product; therefore the exact cause of the broken luer tip cannot be determined. There is no evidence to suggest that the broken male luer tip was related to mfg since there was no reported issue by the operator when initially disconnecting the luer from the priming spike. If the luer tip is wet before making the connections, it may act to seal the component together making it difficult to disconnect. Standard industry luer components are used in the cartridge assembly. No other similar complaints for this cartridge assembly. No other similar complaints for this cartridge lot number have been reported. Pt was being disconnected from crrt for scheduled rewire of catheter at the time of this event. Nxstage medical considers this report closed. No add'l info will be provided.